Event description:
Tidal volume calculation error during mechanical ventilation.we are reporting the potential for under-estimation of measured inhaled and exhaled tidal volumes on certain mechanical ventilators. This happens during modes of mechanical ventilation that deliver pressure controlled, time cycled breaths. Measured tidal volumes are routinely used by clinicians to determine the appropriateness of ventilator settings, and some modes of mechanical ventilation use measured tidal volumes for automatic adjustments of settings. This under-estimation of tidal volume appears to be an engineering design flaw which impacts the way that tidal volume is calculated from the flow signal on some devices. This in turn could impact the amount of ventilator flow to the patient. The magnitude of the tidal volume error is sufficient to contribute substantially to patient morbidity and mortality. Unfortunately, recognition of specific instances of adverse events due to this problem is not possible because such events are indistinguishable from expected and unavoidable consequences of mechanical ventilation in vulnerable populations.experiments performed in our laboratory indicate that ventilators made by covidien (models pb 840 and pb 980) are affected by this tidal volume calculation error, and these observations have been confirmed by representatives from covidien. Covidien has also observed this error on one ventilator made by carefusion (the avea; we have confirmed this observation but not recorded any data). Our experiments indicate that ventilators made by some other manufacturers are not affected or are affected variably. These include drager (model evita xl) and maquet (model servo-I). The drager ventilator uses a fundamentally different calculation algorithm which avoids the error (confirmed by the company). The maquet ventilator seems to use the same algorithm as the covidien and carefusion ventilators but its exhalation valve design prevents the tidal volume calculation error under the same testing conditions; however, under intense expiratory efforts and unusually long preset inspiratory times the error becomes evident. Analysis of our experimental data indicates that the tidal volume calculation error is due to three factors: (1) a rising and falling patient inspiratory effort (including both passive and active expiration) during a preset inspiratory time for a pressure controlled breath, which is a common event; (2) a ventilator exhalation manifold that allows flow in the expiratory direction during the preset inspiratory time, which is a feature of some ventilators and; (3) calculation of tidal volume as the integral of flow during the preset inspiratory or expiratory times, instead of as the peak value of the volume signal over the same intervals, which is apparent on some ventilators.at present, we have no way of knowing how pervasive this tidal volume calculation error is. We have examined only a few ventilators. However, we have compiled a partial list of potentially affected devices which includes the names of 89 modes on 12 ventilators produced by 5 different manufacturers. These modes are comprised of pressure controlled, time cycled breaths. If a particular ventilator has one of these modes and also displays measured values for inhaled or exhaled tidal volume, then the mode may be one with the kind of error we describe.the potential risk to patients is difficult to estimate. However, many studies have confirmed that excessive tidal volume increases the risk of ventilator associated lung injury, which in turn is associated with increased mortality. The current standard of care is to set tidal volumes at an assumed safe limit of approximately 6 ml/kg ideal body weight for patients with lung disease, and there is evidence that this should apply even to patients with normal lungs. Our data indicate that with modest patient breathing effort, the tidal volume error could be as large as 2 ml/kg more than indicated by the ventilator, depending on the preset inspiratory time. According to published reports, this is large enough to have a mortality effect.